Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The knife was loose inside of the blister with no blade protection. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The final customer lot number was identified. Two component knife lots were used to make up the customer's identified lot. A device history record review for the identified lot was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. The lot complaint history was reviewed revealing that this is the second complaint for the reported lot number and the second for reported complaint issue. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from making contact with another instrument during surgery or set-up. (B)(4).

Event description:
A healthcare professional reported that two knives were not sharp enough during surgeries. Alternate knives had to be used to complete the procedures. Patient information is unknown. Additional information has been requested.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).